Event description:
Customer's mother called to report a hospitalization due to low blood glucose and seizure. Customer's blood glucose at the time of seizure was 41 mg/dl. Customer was treated by emergency medical services with intravenous drip for low blood glucose. Advised customer to speak to their health care professional about low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.